Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. The crt-d remains in use and capture management for all the leads was turned off. The crt-d is scheduled to be explanted and replaced within the next two months. No patient complications have been reported as a result of this event. It was further reported that the right ventricular (rv) lead exhibited high thresholds. The lead remains in use.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.